Event description:
The right side caster rim allegedly broke, causing the consumer to fall and break his shoulder.

Manufacturer narrative:
Manufacturer received information that a wheel rim had broke resulting in consumer falling out of chair and breaking their shoulder. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed on alleged serious injury.